Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose , diabetes ketoacidosis with blood glucose of 980 mg/dl, current blood glucose was 72 mg/dl. Time and date of hospitalization was (B)(6) 2017. Event caused to hospitalization was bent cannula. The customer was treated with insulin pump. The customer was wearing the insulin pump during the hospitalization. The insulin pump will not be returned for analysis.